Manufacturer narrative:
E11: (B)(6). Patient country: spain

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025. The detachment was close to the site. The infusion set was in use for 2 days. The site of insertion was left abdomen. No further information available.